Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 500 mg/dl. It was stated that the customer was vomiting, had nausea, body aches, and fever. It was stated that the basal rates were changed two to three weeks ago due to a hypoglycemia episode. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found battery alarms. Ran a fixed prime test and the insulin did exit. Advised to call back to troubleshoot when the clamp arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.